Event description:
It was reported that a patient underwent a c section on (B)(6) 2022 and suture was used. The wound on the skin showed inflammation and redness on the next day afer op. The wound exudation was found on the seventh day after the operation and the patient had poor wound healing. The wound is treated with infrared light and external application of traditional chinese medicine. The patient is still hospitalized and under further observation now. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m . (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures performed? Results? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/6/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h6 health effect - clinical code, h6 type of investigation code additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - unk on what tissue was the suture used? -skin what was the tissue condition (normal, thin, calcified, fragile, diseased)? -normal were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? -no. Were cultures performed? Results? -yes,enterobacter faecalis infection please describe any medical/surgical intervention required for this suture event including dates and results. -the wound is treated with infrared light and external application of tratitioanal chinese medicine. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? -no. What symptoms did the patient experience following the index surgical procedure? Onset date? - the wound inflammation was found on the next day, and exudation was found on the seventh day after the operation. Other relevant patient history/concomitant medications? -unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? -unk what is the patient's current status? -good if applicable, will product be returned? If so, please provide the return date and tracking information. -the 1 actual samples could not return. The surgeon refused to use the remaining 72 sterile products from the same lot and they will be returned for analysis. Surgeon¿s name? -unk

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summary: two opened boxes with twenty- four and thirty-five packets each of product code vcp422h were returned to ethicon for evaluation. Visual inspection were conducted on the returned device. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on paper folder. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following: as an absorbable device, vicryl may act transiently as a foreign body. Acceptable surgical practice should be followed for the management of contaminated or infected wounds. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.